Event description:
Clinical summary: after ten years of device use, the patient suddenly began reporting intermittent overstimulations. All of his external hardware was exchanged a number of times without resolution to the complaint. There was no mention of trauma to the head or incidences of electrostatic discharge. Integrity testing revealed atypical and intermittent output of the device for all tests of the integrity test battery. The patient reported a number of loud, uncomfortable stimuli, even as low as current level 1. Visual inspection: stimulator body: the stimulator body was observed to be in good condition. Electrode array: the silastic of the electrode array at the helix was observed to be adhering to the electrode array at the electrode and stiffening rings. Remote tests: the unit failed the remote test; no output signal was detected. Two point probe test: the unit failed the two point probe test. An unusual waveform was detected on electrode e2. Other electrodes gave no output. After the stimulator was opened, full output was detected on all outputs. However the output was intermittent reverting back to the original fault condition. Investigation: the unit passed the reflected receiver coil impedance test. The unit passed the implant load test. X-rays of the unit were inspected; no defects were observed. Continuity between electrode rings was checked, via the integrated circuit. Continuity was confirmed on 12 electrodes. The discontinuity on other electrodes appears to be due to the foreign material adhering to the electrode array (see paragraph 2.2). Conclusion: the implant failed due to an intermittent electrical problem.